Event description:
On (B)(6) 2012, the patient claimed the animas insulin pump has intermittent power issues. In addition, the patient was receiving multiple loss of prime warnings. The subject pump did not have physical damage or moisture within. The battery cap was not changed regularly as instructed per the instruction for use (IFU). The issue was not resolved with troubleshooting. There was no reported patient impact associated with this complaint. This complaint is being reported as a malfunction due to the power issue.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. After the evaluation is completed, a supplemental report will be filled. No conclusions can be drawn at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up # 1 [date of submission (B)(4) 2013] - device evaluation: the pump has been returned and was evaluated by product analysis on (B)(6) 2012 with the following findings: the pump history shows that the pump had powered off previously. No damage was found to the battery cap or battery compartment. The pump was exercised for 24 hours with no power issues.